Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors found 1 of the 2 sensors failed due to low readings, the remaining sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 178 mg/dl, compared with the sensor reading of 59 mg/dl. The customer stated that about 25 percent of the sensors within the same box were bad. The customer was advised that the expiration date may have caused the issue, as the sensors had expired on (B)(6) 2015. He declined troubleshooting assistance, stating that he had gone over the procedure a few times and had the same results. He was advised that the sensors would be replaced and agreed to return the device for analysis.